Manufacturer narrative:
Concomitant medical products: 694775, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven months post generator changeout, the patient's pocket would not heal and after a month of treatment an infection developed. The implantable cardioverter defibrillator (ICD) system was explanted and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.